Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the patient/lay-user's reporter contacted lifescan (lfs) alleging that the patient was experiencing an inaccurate high issue with her one touch ultramini meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 12 am. She obtained glucose results of "550 and 420 mg/dl" on the subject meter, before going to bed at "12 am" and feeling "shaky and sweaty". The patient stated that her blood glucose results obtained earlier in the day were considered "normal" and gave herself her usual treatment. She reports testing her glucose 3x/day and managing her diabetes with novolog insulin (3x/day) and 35u of lantus (2x/day) and due to the alleged issue she denied taking any action based on the high results. She claimed on (B)(6) 2011, at 2 am her daughter found her on the floor "passed out". In response to her symptom, paramedics were called to the scene, and gave her food and/or drink. She was reportedly taken to the emergency room, at 2 am where her blood glucose was tested with an ER meter and a result of "30 mg/dl" was obtained and "sugar water" treatment was administered too. The patient was admitted to the hospital for 6 days. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter. However, it was also documented that she was using expired test strips from 2008. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury and received medical intervention from a health care professional (hcp) after the reported issue began.